Manufacturer narrative:
Concomitant therapies: juvéderm® volift¿ with lidocaine. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "big edematous lower lip (double the size)" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling: adverse events: ¿in the clinical study, 7 subjects had lumps/bumps or swelling that occurred weeks to months after treatment. All of these aes were mild or moderate. Swelling was treated with acetaminophen or doxycycline, and no treatment was given for the lumps/bumps. All of these events resolved without sequelae. ¿common and expected isrs were collected via 30-day diaries after each treatment. The incidence, severity, and duration of isrs for subjects treated with juvéderm volbella® xc after initial treatment are shown in table 6. Most subjects reported an isr after treatment, with the most common being swelling, tenderness, and firmness. The majority of isrs were mild to moderate in severity and resolved within 14 days. The incidence of isrs after touch-up treatment was lower than that after initial treatment. The isrs after repeat treatment were similar to those after initial treatment. ¿treatment-related aes after initial treatment (or touch-up treatment) occurring in = 5% of subjects included chapped lips, dizziness, dry lips, general physical condition abnormal, headache, lip disorder (lumps), lip injury, oral herpes, presyncope, wound, and injection site discoloration, discomfort, edema, erythema, exfoliation, hyperaesthesia, hypoaesthesia, laceration, nodule, papule, paraesthesia, pruritus, and reaction. ¿in the juvéderm volbella® xc group, after repeat treatment with juvéderm volbella® xc, treatment-related aes were reported in 13.7% (17/124) of subjects. Injection site mass occurred in 7.3% (9/124) of subjects. Treatment-related aes occurring in = 5% of subjects included chapped lips and injection site bruising, edema, induration, and pain. Treatment-related aes after repeat treatment occurred with lower incidence rates, severity, and duration compared to initial/touch-up treatment. ¿the following reported adverse events were received from postmarket surveillance on the use of juvéderm volbella® xc for lip augmentation outside the united states and were not observed in the clinical study. These adverse events, with a frequency of 5 events or more, are listed in order of prevalence: inflammatory reaction, loss/lack of correction, hematoma, allergic reaction, infection, paresthesia, herpes, migration, angioedema, and necrosis. Instructions for use: ¿with patients who have localized swelling, the degree of correction is sometimes difficult to judge at the time of treatment. In these cases, it is better to invite the patient back to the office for a touch-up treatment. ¿patients may have mild to moderate injection site responses after treatment in the lips and perioral area, which typically resolve within 14 days. Ice may be applied for a brief period following treatment to minimize swelling and reduce pain. ¿within the first 24 hours, patients should avoid strenuous exercise, extensive sun or heat exposure, and alcoholic beverages. Exposure to any of the above may cause temporary redness, swelling, and/or itching at the injection sites.

Event description:
Company representative reported on behalf of a healthcare professional that a patient was injected in the cheeks with 4 syringes of juvéderm® voluma® and juvéderm® volift¿ with lidocaine ¿with a little touch up on upper lip 0.2 cc.¿ patient woke up 12 days later with a ¿big edematous lower lip (double the size).¿ patient¿s cheeks were fine and the patient was ¿not even injected in lower lip.¿ patient had a lip injection in the swollen area a ¿few months ago.¿ patient has a history of previous lip injections, is concomitantly on ¿year-long¿ antibiotics for bladder infections, and has personal stress. Further follow up with the healthcare professional revealed that the patient was injected in the tear troughs. Products injected included 2 syringes of juvéderm® voluma® with lidocaine, 1 syringe of juvéderm® volift¿ with lidocaine, and juvéderm® volbella® with lidocaine, but it was not specified where each product was injected. Swelling also presented on the patient¿s upper lip. Patient¿s previous lip injection was given approximately 8 months prior to lip swelling. Healthcare professional feels the patient¿s symptoms are ¿possibly¿ related to the juvéderm® voluma® with lidocaine and the juvéderm® volift¿ with lidocaine products. Treatment with benadryl and prednisone was given on the day of symptom onset and symptoms resolved 2 days later. Healthcare professional clarified that the patient was not taking antibiotics at the time of the injection. A cannula needle was used to inject the juvéderm® volbella® with lidocaine. Healthcare professional later confirmed that the patient was injected in the lips with juvéderm® volift¿ with lidocaine and received a ¿touch up¿ of 0.3 cc approximately 8 months later. The remaining 0.7 cc juvéderm® volift¿ with lidocaine was injected in the ck3. Patient¿s cheeks were also injected with 2 syringes of juvéderm® voluma® with lidocaine and 1 syringe of juvéderm® volbella® with lidocaine was injected in the tear troughs. This is the same event and the same patient reported under MDR ID #3005113652-2018-00719((B)(4)), MDR ID #3005113652-2018-00720 ((B)(4)) and MDR ID #3005113652-2018-00720 ((B)(4)). This MDR is being submitted for the product juvéderm® volbella® with lidocaine.